Event description:
I had mentor memorygel implants in (B)(6) 2011 and started to have health issues within the last few years, more and more recently. Brain fog, digestive issues, rashes, blurry vision, ringing in ears, raynaud's, skin issues (melasma), fatigue, anxiety, joint pain, inflammation, vitamin d deficiency, hormone imbalance. I had the implants removed yesterday (B)(6)2019 and one of them was leaking gel into my body. FDA safety report ID# (B)(4).